Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized; hospitalization reason not provided. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to an alternate form of insulin therapy. Tandem technical support unable to gain further information as customer declined a follow up.